Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)unit has pressure related malfunction . The education director called for help with her cardiosave trainer while preparing to teach a balloon pump class. She was unable to get an aline pressure tracing on the pump through the trainer. There was no other pump to try. She is unsure if the issue is related to the pump or the trainer and needed assistance . There was no patient involvement reported. This report is for the iabp, the trainer is being reported separately.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d4 (unique identifier (version or model #, catalog #, unique identifier (UDI) #). Additional contact number: (B)(6). Information was taken for a complaint for both the pump and the trainer and will be filed. Tech support will be notified via email. Theresa is the education director for survival flight inc. The pump is located at the flight team facility. They are with the withe river medical health system in batesville arkansas. No further information available.